Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: a legal claim was raised. A mmc cup was implanted on (B)(6) 2011 and revised on (B)(6) 2016 due to pain, pseudotumor and armd. Review of received data: the surgical notes of implantation dated (B)(6) 2011 are available for evaluation. The patient had progressive right hip arthritis and therefore the thr was performed. The surgical report describes the steps followed in the procedure but does not reveal any conspicuousness about the reported event. The surgical notes of revision dated (B)(6) 2016 are available for evaluation. The surgical report of revision indicates that the patient had a mom component and had pain and the MRI imaging showed fluid accumulations around the hip. The report states that the fluid aspirated from the capsule is yellowish with whitish debris within the fluid. The fluid was thick and typical for mom reaction. There was moderate black debris around the neck and typical brown staining of the inner portion. The superior acetabulum had a defect in the superior slight posterior quadrant with brownish material consistent with osteolysis from metal reaction. The acetabular component was removed without much difficulty. There was bony ingrowth on the component. The acetabular bone was noted to be in good shape with no significant medial defects. There was the previously noted defect from osteolysis from metal reaction. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. "Instruction leaflet for acetabular cups" and "instruction leaflet for modular femoral heads". Root cause analysis: it is possible that the reported high level of cobalt is a result of the processes which took place at the head adapter connection. It is also possible that the scratches observed on the articulating surfaces occurred during implantation, leading to unexpected high wear rate. Or due to 3rd body wear. It is also possible that wear rate increased due to malpositioning of the devices. However, neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for acetabular cups" and "instruction leaflet for modular femoral heads". However, an exact root cause for the pain felt by the patient, loosening of the cup and for the fretting corrosion on the inner surface of the head adapter could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported, that the patient was implanted a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on the right side on (B)(6) 2011. The patient underwent a revision surgery on (B)(6) 2016 due to pain, pseudotumor and armd.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a zimmer mmc cup on (B)(6) 2011. It is unknown at this time what specific allegations patient is making against the mmc cup and it is unknown if patient has undergone revision surgery. No other information was provided at this time.

Manufacturer narrative:
An evaluation of the provided information has been made available. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: legal claim. Product was implanted on (B)(6) 2011 and the patient is being monitored due to unknown reasons. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. (B)(4).